Event description:
Edwards received information that a 6900p 29mm mitral valve was disabled after an implant duration of twelve years and eight months due to stenosis. Two 29mm transcatheter valves were implanted. The first 29mm valve was implanted and it was deployed too ventricular and so there was a significant pvl. A second 29mm valve was deployed more into the left atrium to seal the leak. The patient was reported to be stable throughout the surgery and had good reduction of mean gradients.

Event description:
Edwards received information that a 6900p 29mm mitral valve was disabled after an implant duration of twelve years and eight months due to severe stenosis. For the tmvr ((B)(4)) procedure, two sapien 3 29mm valves were implanted. The first 29mm valve was implanted and it was deployed too ventricular and so there was a significant pvl. Tee demonstrated two small intravalvular regurgitant jets. There was no evidence of central regurgitation but given the present of intravalvular regurgitation and paravalvular regurgitation, it was elected to deploy a second valve biased toward the atrial aspect. A second 29mm valve was deployed to facilitation stabilization of the first valve, as well as provide for additional sealing of the regurgitant flow. Tee demonstrated excellent placement of the second valve and partial sealing of the paravalvular regurgitant jet as well as obliteration of the intravalvular regurgitant jets. The patient was reported to be stable throughout the surgery and had good reductions of mean gradients. The patient was discharged home with vna on pod #8 in stable condition.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 29mm bioprosthetic mitral valve was treated after an implant duration of twelve years and eight months, due to stenosis. A 29mm valve was implanted using the valve in valve procedure. No additional information was provided.